Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. Program 3 made her feel like she had to go to the bathroom all the time. This was since (B)(6) 2015. Since implant, therapy would work for a while but then her symptoms would return when she had a program change. The patient wanted to try program 4. The patient felt stimulation. They changed to program 4 to see how she would respond. On program 4, she was feeling stimulation more at the implantable neurostimulator (ins) site than in the bicycle seat area.

Event description:
It was reported the patient never had therapeutic effect since implant. It was stated the patient increased their stimulation from 1.3 volts to 1.7 volts. It was reported the patient¿s system was not controlling their symptoms. The previous symptom control might be from a botox shot. The patient was waking up every two hours to go to the bathroom. The patient was very tired. Increasing to 1.8 v was uncomfortable and did not help their symptoms. While on the call, stimulation was confirmed on. The patient did not feel stimulation. Increasing to 1.6 v was too strong and uncomfortable. 1.5 v was comfortable. The patient¿s trial had controlled their symptoms much better. Later that day, the patient changed from program two to program three. It was reported the patient had greater than fifty percent symptom reduction. The healthcare provider had only seen the patient once post-operatively. The patient had felt the stimulation but had started a new diuretic and had an anterior colporrhaphy. They were not sure how their lower urinary tract symptoms were responding. Later, the patient reported that their symptoms were worse on program three. Stimulation was too high and hurt their urethra, so they turned stimulation down. The patient was not emptying when they used the bathroom. There were no falls or trauma associated with the issue. Program two had not helped their symptoms. While on the call, the patient changed to program four. The patient felt stimulation in the correct location and the implant site. They also experienced pain at the implant and incision sites. Switching to program one resulted in rectal stimulation. Increasing stimulation provided both rectal and bicycle seat areas. The next day, the patient decreased stimulation and only felt it in the rectal area again. They changed to program three and did not feel stimulation. Increasing to 0.7 v from 0.6 v resulted in stimulation sensation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4), is no longer relevant to this file and has been removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that the therapy had never worked for them since implant. The patient stated they were implanted for bladder therapy and it never helped their bladder since implant. The patient also reported that the therapy was effecting their bowels since implant and they noted their health care physician (hcp) was aware and the hcp tried to adjust programming but nothing worked. The patient stated the hcp never checked to see if the leads were in the right spot and that they were having the ins removed in (B)(6) 2018. The patient wanted to turn their therapy off so while on the call, the programmer was synced with the ins and it showed that the therapy was off. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-mar-19 (B)(4) (con): patient reported the same issues previously reported. It was reported that the patient reported she turned her therapy off because patient seemed to have more bowel with pelvic organ. Patient reported she wanted to change the current program and setting because the current settings were not helping her. Patient had access to the patient programmer (pp). It showed stim was off. Patient had the ability to change programs and adjust stim. Patient stated her setting was p1 at 3.0v and therapy was off. Patient was assisted in turning therapy on and changed to p2 at 0.7v. Patient was advised to consult hcp if issue did not resolve.

Manufacturer narrative:
Intervention required should have been checked due to the patient having the device scheduled to be removed in (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) . The hcp reported that the last time they saw the patient was on (B)(6) 2014 and the patient felt like it was working. The patient called (B)(6) to see if she could get sample medication because she was having nocturia. The hcp encouraged the patient to make an appointment since it had been 2 years, but she declined. The hcp has had no further contact. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.